Manufacturer narrative:
The investigation into the purge leak ¿ pump has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, doctor reported fluid was leaking from purge filter and pump was explanted next day morning. The cause of the purge leak issue was most likely a leak from the sidearm, but the exact location of the leak was unknown since product was not returned and due to insufficient clinical information.

Event description:
The complainant reported patient of unknown age received hemodynamic support from an impella cp smartassist heart pump. Following implant, a purge system alarm was reported. There was no y connector in the system and no leak noted. The automated impella controller (aic) was exchanged without success. After exchange, fluid was noted to be leaking from the purge filter. Pump change was also recommended, but the recommendation was initially not followed. Pump was ultimately explanted the day after. There was no reported patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿